Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose level was over 600 mg/dl to "high". Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with a manual injection and was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.